Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of lot# 201509268, on a total of (B)(4) smr humeral head manufactured with this lot#. No other complaints reported on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Conversion done on (B)(6) 2017 from smr anatomic stemless to smr reverse prosthesis due to implant dislocation. According to the info reported, patient had a retroverted glenoid causing posterior subluxation. The rotator cuff - that initially seemed to be damaged - was intact, so the surgeon decided to replace all the components (smr humeral head, adaptor taper, screws and liner) implanted during the primary surgery done on (B)(6) 2016, for implanting a smr reverse. Surgeon satisfied with the final stability of the implant. Event happened in (B)(6).